Event description:
It was reported that an ilet user experienced high blood glucose, peaking at 328 mg/dl for approximately two hours, after a supply change in which the infusion set was deployed or connected incorrectly; the user uses a subcutaneous infusion site and completed a guided supply change, after which glucose decreased to 288 mg/dl and later to 166 mg/dl. Symptoms included hyperglycemia. Outcomes included temporary disruption of normal glycemic control without medical intervention or hospitalization. Investigation included telephone troubleshooting and user education. Investigation of this case revealed user technique error related to infusion set deployment or connector attachment. It was concluded that the event was due to user error and resolved with corrective re-insertion and reconnection of infusion supplies.